Event description:
It was reported that the patient received inappropriate therapy due to noise. Noise was reproducible through provocation. Low impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion and lead fracture due to fatigue.